Event description:
It was reported that 2 bd¿ slip-tip syringe with attached needles experienced molding defects, and missing scale markings. The following information was provided by the initial reporter: plastic dosing syringes with needle attached slightly malformed and had no dosage markings. Was there any patient impact? ¿ patient was able to use the other syringes in the kit to obtain dose. Was treatment significantly delayed? ¿ other needles were used, no delay.

Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the barrel is damaged and missing all its scale markings. Potential root cause for the barrel damage defect is associated with the assembly process and missing print defect is associated with the marking process. A device history record review was completed for provided lot number 1323475 and 2091531. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1323475. Medical device expiration date: 31-oct-2026. Device manufacture date: 19-nov-2021. Medical device lot #: 2091531. Medical device expiration date: 31-mar-2027. Device manufacture date: 01-apr-2022. Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the barrel is damaged and missing all its scale markings. Potential root cause for the barrel damage defect is associated with the assembly process and missing print defect is associated with the marking process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 1323475 and 2091531. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd¿ slip-tip syringe with attached needles experienced molding defects, and missing scale markings. The following information was provided by the initial reporter: plastic dosing syringes with needle attached slightly malformed and had no dosage markings. Was there any patient impact? ¿ patient was able to use the other syringes in the kit to obtain dose. Was treatment significantly delayed? ¿ other needles were used, no delay.